Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). The evaluation is in progress by oth. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility conducted the three microbiological testing for the subject device, but all three times the water flushed into the inner channel of the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-aw, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. After reprocessing at olympus (B)(4), (B)(4) evaluated the subject device and confirmed as follows; the subject device passed the leakage test. White dots were displayed on the endoscopic image of the subject device. The insulation resistance value at the distal end of the subject device does not meet the standard value. The insertion tube was dirty, peeled off the coating, and kinked. There were dirt and scratches on the distal end. The adhesive of the object lens and the light guide lens was partially missing. The rubber on the bending section had a wear. The adhesive of the rubber of the bending section was partially missing. There were multiple scratches on the inner surface of the instrument channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.